Manufacturer narrative:
H1: correction: type of reportable event: malfunction (previously reported in error as death). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were flow problems while using a one-link needle-free intravenous (IV) connector. Slower than expected flow occurred when 100 ml bags and IV acetaminophen was connected for administration. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.